Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, damaged cable or wires exposed) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was an open brown (-5v) wire in the trunk cable. The root cause for the open wire could not be positively identified, but may have been caused by excessive force placed on the cable. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report adjust belt or check belt messages and an exposed electrode belt wire. The patient was issued a replacement electrode belt.